Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (ra) lead exhibited noise, oversensing, pacing inhibition with no asystole, and loss of capture with no asystole due to confirmed lead fracture. Subsequently, this lead was explanted and a different lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and insulation damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported noise, oversensing, pacing inhibition with no asystole, and loss of capture with no asystole were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (ra) lead exhibited noise, oversensing, pacing inhibition with no asystole, and loss of capture with no asystole due to confirmed lead fracture. Subsequently, this lead was explanted and a different lead was successfully implanted. No additional adverse patient effects were reported.